Manufacturer narrative:
This report is submitted on october 13, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). The patient was reimplanted with another cochlear device (specific date not reported).